Event description:
The front caster is allegedly split side to side and front frame walker beams causing front caster to have a backward tilt which is allegedly causing the caster to wear out quickly. Casters have been replaced on warranty order # (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1143190, rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the front caster on the tdxsp-mcg power chair is allegedly split side to side. Also alleged is that the front caster will not go back to the down position as it should when the consumer goes over a bump, it goes back down slowly. This allegedly makes the chair unstable. Consumer has allegedly fallen out of the chair twice, no injury occurred. No medical intervention alleged. Additional information has been received from the dealer. Reportedly, the front frame, walker beam may possibly be mounted wrong, causing the front caster to have a backward tilt which likely caused wear on the front caster and the consumer falling from the device while crossing over a crack in the road. The rearward tilt of he casters would cause the chair to tilt forward. There is evidence of abuse to the device. The travel of the walker beams do not seem to move freely which may have contributed to the incident. Also, a rather loud creaking sound is heard when the chair is moved. The malfunction has not been confirmed. The product is to be returned to invacare for an inspection / evaluation.